Event description:
A 26 mm diameter x 15 mm diameter x unk length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the aortic neck measured 22 - 23 mm in diameter. It was reported that one year ago the stent graft was found to have migrated approx 7 mm from its original location, however, there was no type 1 endoleak present and there was not enough room for placement of a cuff. Recently the pt was on a recreatonal trip and presented to the hosp with abdominal pain. A CT scan demonstrated the stent graft had fallen into the aneurysm sac and the pt's physician was contacted. The physician requested the pt to be transferred to his care. Five days later repair with another MFR's cuff was considered; however, the aneurysm ruptured priro to the arrival of the product. The pt was converted to open repair and the stent graft was explanted. No additional clinical sequelae were reported and the pt is fine. The explanted stent graft was not returned to medtronic.